Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to one lead having high impedances. As a result, the patient underwent surgical intervention to have their lead replaced. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.